Event description:
It was reported that during an unknown procedure, the staples were not forming correctly. Unknown how the case was completed. There was no patient consequence. The device was discarded.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11 during biomedical testing. Review of the device event history determined that this condition interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The pump was categorized as a remediated pump with software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11, and the root cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).